Event description:
It was reported that the customer needed assistance with removing the pump from suspension. Customer's current blood glucose level was 246 mg/dl. Customer had a low blood glucose level of 36 mg/dl and treated with food and soda. Customer declined to troubleshoot for the low or the high blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.